Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medications in 2.1 were inaccessible, but nothing failed in the recovery list. A field service engineer (fse) reseated row board cables and moved the medications to another drawer to resolve the issue. The fse observed that the failed icon still appeared with nothing to recover, but the medications were accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, a hardware failure error occurred, and the medication was greyed out. The customer reported that the malfunction caused a delay in dispensing medication to a patient as they unable to pull the medication. There were no adverse events or injuries reported based on this incident.